Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited pacing impedance measurements low out of range. Technical services (ts) reviewed and provided troubleshooting to perform in office check. Additional, atrial tachy response (atr) events of noise were also observed. Ts stated an insulation breach was suspected on the ra lead. This pacemaker and ra lead remain in service. No adverse patient effects were reported.